Event description:
The patient reported that she experienced a blood glucose (bg) of 28.5 mmol/l with positive ketones and nausea. The patient stated that she wears the pump attached to a "leg thing" on her calf with the tubing tight between the site on her hip and the pump on her calf. She stated that she has higher bg readings when wearing the pump with the "leg thing". She reported that as soon as she changed the location of the pump from her leg to her waist the bg improved. Customer support (cs) reviewed the pump with the patient. The patient confirmed pump settings and history to be correct. The patient reported that she has not noted any scar tissue at site and has not had problems with air bubbles or leaks in the tubing. The patient confirmed that she did not have blood in the cannula and the cannula was not kinked. The patient reported that she does have gastroparesis and anxiety. Troubleshooting indicated that there was no pump malfunction or issue with supplies. Cs instructed the patient that the pull on the tubing may in turn cause pulling at the site and ultimately absorption issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.